Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the medical image review completed on 29-dec-2025. The review is documented below. [Image review]: ¿the description is clear. There is one image provided with a roadmap visible. Given the tortuosity it is unclear how much of the device is in-plane and therefore it is difficult to assess lengths. Furthermore, there are only distal markers visible in this image. Since it is a still image, it is hard to determine what happened and what is seen in the image.¿ physician name and date reviewed: (B)(6) (B)(6) 2025. Updated sections: b.4, g.3, g.6, h.2, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. The full UDI is not available without the expiration date. Section e.1: the initial reporter phone: (B)(6). The procedure image is pending independent physician review. A supplemental 3500a report will be submitted once the review has been completed. Based on complaint information, the device remains implanted and is thus not available for evaluation. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. The incorrect length of the enterprise vascular reconstruction device may not be long enough to cover the neck of the aneurysm, or it could prolapse into the aneurysm, which could require an additional procedure. Per the instructions for use (IFU), users are warned that the stent may shorten once implanted. There are clinical and procedural factors, including vessel characteristics, device interaction, and operator technique, that may have contributed to the reported event. In this case, there was no report of patient injury; however, the physician was required to release a second stent (other brand) in patient to cover the target site. Based on the surgical intervention, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury." The file will be re-reviewed if additional information is received at a later date. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. The lot number of the device is not known; therefore, manufacturing documentation review was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure targeting an aneurysm on the right internal carotid artery / posterior communicating artery, the 4.5mm x 22mm enterprise® vascular reconstruction device (vrd) (enc452212 / lot# unknown) was released in the target site. It was then reported that the stent body was shorter than intended and the proximal markers of the stent only covered the aneurysm neck, ¿which did not reach the desired effect. After measurement, the stent length was only about 14 mm, while 22 mm length was claimed [on the] label.¿ the physician released a second stent inside the first stent and completed the procedure, which was reportedly prolonged by about 15 minutes. There was no report of any negative patient impact. One procedure image was included in the complaint. The procedure image will undergo independent physician review. On 18-nov-2025, additional information was received indicating that the lot number for the 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212) is not available. The procedure was targeting an aneurysm at the right internal carotid artery / posterior communicating artery. The aneurysm size and characteristics cannot be obtained. The enterprise stent length selected was at least 10mm longer than target lesion to maintain a minimum of 5mm on both sides. The delivery wire of the stent was not reshaped prior to use. Nothing unusual was noted about the system prior to use. Per the information, the stent length was measured by ¿judging based on the length of the guidewire at the end of the bracket and the length of the positioning mark.¿ the second stent implanted inside the first stent to complete the procedure was a cerenovus stent (catalog and lot number were not provided). There was no evidence of obstructed blood flow due to the reported issue. The information confirmed there was no negative impact on the patient. No information was received on whether the reported 15-minute procedure extension was considered to be clinically significant.